Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation with abrasion adjacent was noted on the exhaust tube of cylinder 1 at the tube/strain relief junction. This was a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of the cylinder 1 near the tube/strain relief junction indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage). No other adverse patient effects were reported.